Event description:
It was reported that the right ventricular lead exhibited high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found that a partial lead was returned. Due to the condition of the returned lead a full analysis could not be performed.